Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the locking components on the attachment device were damaged. It was noted in the service order ¿lock parts defect, tip and bearings worn¿. During pre-repair diagnostic assessment, it was determined that the device failed thimble set screw, vibration and temperature assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the locking components were damaged and the tip and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.